Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 27mm 6900ptfx valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, six (6) months, due to stenosis and regurgitation. Patient presented with chronic systolic and diastolic heart failure. The tmvr was performed with a 26mm 9750tfx transcatheter valve. Patient was discharged on pod# 1. Per medical records, patient has been following up for bioprosthetic mitral stenosis and regurgitation. Patient presented with increasing shortness of breath and chronic systolic and diastolic heart failure. Echo shows severe bioprosthetic mitral stenosis/regurgitation. Tmvr was performed with a 26mm 9750tfx transcatheter valve. The patient was transferred to cardiac short stay in stable condition.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of coronary artery disease s/p coronary artery bypass grafting, chronic kidney disease stage iii and hld.